Event description:
A surgeon reported a patient experienced an unexpected outcome after an intraocular lens (iol) procedure. The lens is not completely on axis and the patient cannot be refracted any better than 20/50. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).